Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support. Reportedly, customer reverted to an alternate method of insulin therapy.